Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing and device handling. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: operation manual ¿ precautions upd instruction manual ¿installation and connection¿ and ¿operation¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a position detecting function (upd) operation problem with the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the air/water supply nozzle. This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the rubber adhesive was chipped, the bending angulation is insufficient due to stretching of the angle wire, and the angle knob was out of specification due to stretching of the angle wire. Scratches on the tip cover/distal end, insertion tube bending section, forceps elevator lever, grip cover, universal cord, and scope connector. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.